Event description:
During cardiomems implant procedure after sensor deployment the sensor stuck to the delivery catheter. A swan balloon was used to bump the sensor off the catheter; however, it remained stuck to the guidewire. The physician was able to successfully release the sensor but determined that the sensor was placed in a vessel that was too large. The physician decided to remove the sensor using a snare. A second sensor was used and deployed successfully. It was determined that the patient would be kept overnight for observation because they also have a left ventricular assist device. The patient was released (B)(6) 2023. An 11 fr terumo sheath was used for the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).